Event description:
The hcp reported a suspected pump failure due to higher than expected refill volumes. At the last three refills there has been more drug than expected in the pump. The last refill 3.2 ml were expected but 10.5 ml were aspirated. The catheter has been checked by aspiration, and dye study done under x-ray. The tests show the catheter is fully connected and not occluded. The drug used in the pump is baclofen 2000 mcg/ml at 998.6 mcg/day. The pt has had no improvement of their spasticity. The hcp is considering explant of the pump.